Manufacturer narrative:
Updated the serial number of the device. The device has not been made available for evaluation as the consumer kept the replaced parts. No further evaluation will be conducted.

Manufacturer narrative:
Parts were returned and evaluated. The alleged event could not be specifically attributed to the product.

Event description:
Customer alleges he was removing his seat when he suffered a cut on his hand.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should it become avilable an evaluation will be done at that time.

Event description:
Customer alleges he was removing his seat when he suffered a cut on his hand.

Event description:
Customer alleges he was removing his seat when he suffered a cut on his hand.